Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. Upon adjunctive ballooning of the aortic body stent graft sealing rings, it was noted that the balloon was dilated beyond the stent graft sealing ring diameter, and a rupture of the aorta was observed and the patient subsequently experienced hypotension. An aortic cuff was placed up to the level of the renal arteries to extend seal; however, the endoleak and rupture of the aorta remained. The patient was converted to open surgical repair, in which during that time. The patient became hemodynamically unstable and expired during the open repair.